Event description:
It was reported that the holster's rear rotation knob will not align up with the probe and the cocking levers will not cock correctly. There was no patient consequence reported. The case was completed with antoher holster.

Manufacturer narrative:
Eval summary: the analysis site found that the firing mechanism was causing intermittent cocking per customer complaint. To correct the issue the analysis site replaced the firing mechanisim. The unit was serviced and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.